Event description:
It was reported that the motor device was returned to the sterile processing department (spd) with a note stating the drill cord was broken and the device displayed an error message. The error message was not specified by the reporter. During in-house engineering evaluation, it was observed that the device had an unintended activation/motion and displayed an erroneous error code indicating the following ¿the console displays an error and does not allow to proceed even if the device is working properly and as intended. (E.g. Heat error even if device is not heating up¿. It was further determined that the wires were exposed, and the device had component damage. It was further determined that the device failed pretest for break out box motor assessment and rotational speed assessment. The event did not occur during surgery. It was reported that there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device having an unintended activation/motion and displaying an erroneous error code, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).